Manufacturer narrative:
Analysis of production records completed. The event of premature depletion was not confirmed. An abnormal transient voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.